Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. The insulin pump has cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was blank in the morning when attempting to bolus. Customer then replaced the batteries and the insulin pump alarmed motor error. Caller stated that her blood glucose readings were 32 mg/dl after the motor error and it is unknown why. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer has treated the low blood glucose readings with juice.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.